Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Full lead returned.

Event description:
Routine new pacemaker implant, at test rv lead impedance >4000 ohms and threshold non consistent at >5v, lead extracted at implant and replacement made. (B) (6)-2010 it was reported that during the implant procedure, rv lead impedance >400 ohms and threshold was inconsistent at >5v. The lead was not implanted. No patient complications have been reported as a result of this event.